Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d4, g2, and h3. Please see updates to d4, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the device image issue was confirmed. The subject device was displaying a purple/green image. Additionally, the repair center found the light-guide fiber composite at the distal end was damaged by external force (impact, shock, accidental dropping). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the purple/green image was due to a defective charged coupled device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that olympus that a video telescope had a flickering image during inspection at the repair center. There was no patient injury or adverse event reported to olympus.